Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Initial reporter; occupation: non-healthcare professional. Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The report was confirmed with the picture provided. The device is shown in the picture with several pieces broken off of the activation knob. The carbon dioxide (co2) cartridge is pictured outside of the device. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photo provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to a hemostasis procedure, the nurse opened the package to prepare a cook hemospray endoscopic hemostat. The catheter was attached and the red activation knob was rotated to activate the device. Before the knob stopped at the end position all of a sudden the carbon dioxide (co2) cartridge exploded and shot out of the handle [red activation knob was torn into piece]. The procedure was completed with hemostasis clips and the bleeding was stopped. This occurred prior to patient contact; there was no impact to the patient. The cartridge hit the users hand but no injury to the user.

Event description:
Prior to a hemostasis procedure, the nurse opened the package to prepare a cook hemospray endoscopic hemostat. The catheter was attached and the red activation knob was rotated to activate the device. Before the knob stopped at the end position all of a sudden the carbon dioxide (co2) cartridge exploded and shot out of the handle [red activation knob was torn into piece]. The procedure was completed with hemostasis clips and the bleeding was stopped. This occurred prior to patient contact; there was no impact to the patient. The cartridge hit the user's hand but there was no injury to the user.

Manufacturer narrative:
Information regarding section d2- suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5: den170015. Continued: section e. Initial reporter; occupation: non-healthcare professional. Continued: section h6. Event problem and evaluation codes: incomplete device returned (4116). Investigation evaluation: a photo was provided in response to this occurrence. The device is shown in the photo with several pieces broken off of the activation knob. The carbon dioxide (co2) cartridge is pictured outside of the device. Our laboratory evaluation of the product said to be involved confirmed the broken handle on the device. Device #1 was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle for activation of the co2 cartridge. A portion of the activation knob had broken from the bottom of the activation knob. Several broken pieces of the activation knob were included with the returned device. The weld on the inside of the white handle was partially separated. The co2 cartridge was returned outside of the device and was fully punctured. The o-ring was not included inside the regulator or with the returned device. A visual examination of the lance inside the handle showed it to be positioned correctly inside the handle and beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. In addition to device #1, four unused devices were returned in response to this occurrence. The returned devices were individually activated and each one remained intact. Each device released co2 when deactivated and had a full puncture in the cartridge. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.